Event description:
It was reported that the patient was experiencing stimulation in the wrong location. The reporter stated the she was reprogrammed twice, once for stimulation in the chest and the second for stimulation in the leg. The reporter stated that the patient received stimulation in the correct location now. It was reported a week later that the patient was experiencing stimulation in the ribs and under the right breast, mostly while recharging. It was noted that the occurence was position dependent. The reporter stated that she could not charge because it was "really painful now." It was also noted that the patient had not notified her physician, but saw the manufacturer representative and had a successful reprogramming because she was receiving stimulation in the chest. Additional information received reported that the patient experienced stimulation into her ribs and chest since (B)(6) 2012, instead of the legs. The reporter stated she was worried that the stimulation was giving her heart palpitations. It was noted that when stimulation was on, the patient had to sit on the edge of the chair, "perfectly straight." If the patient would sit back or lay down, it was stated that stimulation would "go in to the ribs." No additional information was received at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).